Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. The following other devices were also listed in this report: size 4 femur; cat# unknown; lot# unknown. Size 4 tibia; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the devices were not returned to the manufacturer as they were held for the patient's attorney. Additional information is not available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon revised the patients' left knee due to pain. The surgeon did not make any intraoperative comments regarding the reason for pain. The patella remained implanted.